Event description:
It was reported that the patient had passed away prior to the patient's initial vns implantation post-op follow up visit and that the vns was not enabled. The surgeon stated that he did not have a cause of death, but hinted at suggesting sudep about two days post surgery. The disposition of the vns products is unknown to date. No additional relevant information has been received to date.